Event description:
Pt was revised to address loosening at the cement/bone interface. The MFR of the cement used at the primary surgery is unk. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred in the 90's. Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the part and lot numbers required to review the device history records were not provided. Provided info states the pt was revised due to a loose femur, cement failed on bone interface, cement type unk. The investigation could not draw any conclusions about the report event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.